Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a qdot micro and the patient experienced death. Patient died 2 weeks after ablation. It is unclear whether there is a connection between the event and the procedure. There is no further information. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: exact date of death was not provided. As such, the date has been populated to match the event date as best guess date. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).